Event description:
During baxter's functionality testing it was found that a spectrum pump 'had a door not fully latched' alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The identified 'door not fully latched' was confirmed but was not reproduced. The reported symptom was observed during power up and caused by a loose link screw. The screws were replaced to correct this condition.